Manufacturer narrative:
Recall: z-1839-2015.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the clinic that the suture received was not labeled as "fast absorbing". Additional information has been requested.